Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log was performed with no abnormalities noted. The cause of the reported condition was determined to be natural degredation. The door latch was replaced to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was observed with a broken door latch. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.